Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked when it was attached to a vial of medication and a diluent bag. The issue was identified during practice with the product setup. There was no patient involvement. No additional information is available.